Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the same day as event onset, the patient was hospitalized due to peritonitis and cloudy effluent. The same day as event onset, the patient was treated with vancomycin injection (1gm after four days, intravenous, ongoing), piperacillin and tazobactam injection (4.5gm daily, intravenous, ongoing) for peritonitis. The patient was discharged five days after hospital admission. At the time of this report, the patient was recovering from the peritonitis. On an unknown date, pd therapy was discontinued and the patient was shifted to hemodialysis (ongoing). It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7 and h6. B5: upon follow up, it was reported that antibiotic treatment was discontinued. On an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted¿ for follow ups.